Manufacturer narrative:
No parts have been replaced or returned. A system preventative maintenance was performed on 4/22/2016. No faults were found with the system.

Event description:
A site representative reported during a cranial shunt placement that the distance to target was displaying "--- mm." No distance to target was displayed. She verified that they had a plan, and had set the target and entry. The stylet was tracking without issue. She verified that the procedure type was shunt placement. No impact to patient as they continued to use navigation without the distance number.